Event description:
It was reported that the patient's device electrode array is visible in the ear canal. The surgeon reported that the patient has granular polyp in the implanted ear. The surgeon is treating the patient's condition and is considering device explant. A CT scan has been scheduled.